Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. At the routine follow up, there were no issues noted, and the patient remained on 81mg aspirin as the anticoagulation strategy. Eleven (11) months post index procedure, a transesophageal echocardiogram (tee) was performed prior to the patient having a scheduled cardioversion. The tee revealed a non-mobile device related thrombus (drt) adhering to the face of the closure device. The physicians placed the patient on a direct oral anticoagulant (doac) regimen and did not perform the scheduled cardioversion, in response to the drt. There are no adverse patient effects.

Manufacturer narrative:
D6a: implant date - estimated as (B)(6) 2023 as implant reported to have occurred in (B)(6) 2023.